Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced infection and was treated with a ten day course of oral antibiotics (date not reported). The implanted device remains.